Manufacturer narrative:
Additional information: upon further follow-up it was confirmed that explant occurred on (B)(6) 2020. However, the product was not returned. Section below updated: section d7: if explanted, give date: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: unknown, but planned explant on (B)(6) 2020. Device evaluation: product testing could not be performed since the product was not returned for evaluation. As per information provided the lens remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that one additional complaint has been received from this production order, however, the reported issue is unrelated to this event. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) is planned to be removed from the patient¿s left eye due to patient having blurry vision. It was noted that the patient originally had a standard monofocal placed and will either need another monofocal of a different power or a toric lens. It was learned that the pre-op visual acuity (va)was 20/80 post-op va was 20/50. Also, the contact person stated that the surgery center does not return the product, it gets discarded. No other information was provided.